Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for device circuit error on (B)(6) 2011 13:20:00. Por (power on reset) for firmware initiated an opcode error on (B)(6) 2011 13:20:00.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. 1 - patient alert for device circuit error on (B)(6) 2011 13:20:00. 1 - por (power on reset) for firmware initiated an opcode error on (B)(6) 2011 13:20:00. Review of weekly battery performance data indicated that the device had a high current drain condition. During analysis the device was observed to go into a high current state temporarily. This high current state cleared during analysis and was not reproducible. The reported pors were not observed during this analysis. Several anomalies were noted during this analysis, related to two different ics (integrated circuits) but none could be conclusively related to the pors. Review of one ic operation showed that it impacts some functions of the other ic, especially during lead impedance measurement. This, along with the noted anomalies, is indicative that the observed field failure was related to an interaction between these two ics. No root cause for the por was found, and no root cause for the high current was determined.

Event description:
It was reported that an electrical reset occurred within the device which was due to an error code initiated by the device's firmware. It was further reported that a second identical reset occurred the following day. The device was removed and replaced and no patient complications were reported as a result of this event.

Event description:
It was reported that the patient was treated for fast ventricular tachycardia with cardioversion while waiting to have the device interrogated. This successfully treated the patient. It was also reported that an electrical reset occurred within the device which was due to an error code initiated by the device's firmware. A second identical reset occurred the following day. It was additionally reported that the wireless telemetry was disabled. The device was removed and replaced and no further patient complications were reported as a result of this event.